Event description:
The customer reported the device failed the defib test. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submittedupon completion of the investigation.